Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Unknown / not provided. Lot number unknown / not provided. Unknown / not provided. Unknown / not provided.

Event description:
It was reported that doctor heard a popping/cracking sound upon torquing at 45 ncm. The surgery was completed with another implant and there was no injury to the patient noted. Tooth location 18.

Event description:
It was reported that doctor heard a popping/cracking sound upon torquing at 45 ncm. The surgery was completed with another implant and there was no injury to the patient noted. Tooth location 18. Update: the returned implant was confirmed to be a tsvwb10 implant per investigator. Item updated from "unknown" to tsvwb10.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4, b5, d1, d2, d4, g4, g7, h2.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Complaint reported they heard a popping/cracking sound upon torquing. Based on visual inspection of the as returned product, the reported event is non-verifiable. Based on the evaluation, the device malfunction has not occurred. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.